Event description:
Customer reported that during the placement after depressing the plunger had some difficulty turning the plunger 1/8th. Then when the plunger popped back up, the entire spring and handle mechanism came apart. At that point removed the delivery system and the capsule was still attached to it.

Manufacturer narrative:
No pt injury has occurred following this incident.